Manufacturer narrative:
H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer adapter of a clearlink system continu-flo solution set broke off and disconnected from an unspecified extension set (intravenous (IV) pigtail). This issue was further described as, ¿the IV tubing broke off in an extension set. It was clarified that the IV tubing broke into the "pigtail" when changing the IV tubing from the IV site¿. This issue occurred while attempting to disconnect the set from the extension set during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.